Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip (41001u2/58) referenced is filed under a separate medwatch report ((B)(6)).

Event description:
This report is filed because the deployed clip (41022u1/52) detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet, which required an additional mitraclip procedure for treatment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015 to treat functional mitral regurgitation (mr) with a grade of 3. Two clips (41001u2/58, 41022u1/52) were implanted on the mitral valve leaflets and were confirmed to be stable and well attached. The mr was reduced to 1. Five days post-procedure, it was observed that both clips detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), and the mr increased to 3-4. On (B)(6) 2015, two additional clips were implanted for treatment and the mr was reduced to 1-2. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the lot history record revealed no manufacturing non-conformities that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar single leaflet device attachments (slda) incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. There is no indication that the manufacture of the device contributed to the reported event. With respect to the patient conditions, procedural conditions and/or user technique, slda may be influenced by difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, a definitive cause for the slda cannot be determined. The patient effect of worsening mitral regurgitation is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.